Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time is inaccurate. Contact reported that approximately every 3-4 days the pump "loses" 10 minutes. There was no reported impact to customer's blood glucose levels. Customer has not tested their blood glucose level. Reportedly, customer will continue to use the pump for continued insulin therapy.